Event description:
Customer reports patient results on inform system: 15 mg/dl, 194 mg/dl, 18 mg/dl, 76 mg/dl within 10 minutes. Six minutes later, a result of 15 mg/dl was obtained on the same system. Five minutes later, a venous lab result was 24 mg/dl. Seven minutes later, a result of 238 mg/dl was obtained on the same inform system. Customer reported no patient symptoms or treatment, no adverse event.